Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to defective board. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center/video processor was returned as part of the asset return process. During routine inspection of the device by olympus, the printed circuit board (dp) and printed circuit (dx) board was defective. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process [include all reportable and non-reportable-there were no serial digital interface (sdi1) and sdi2 and digital visual interface signal (dvi) signals, normal wear and tear observed, and the video socket connector has a defective-weak, locker, it does not secure the scope video cable due to wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.